Manufacturer narrative:
No samples were returned for evaluation. The DHR was reviewed and no defects were reported related to the non-conformance during in process, packaging and final inspection. As no device was returned for evaluation, the root cause of this issue could not be determined.

Event description:
It was reported that a probe cover broke during use. No samples were available to return and no other detailed information was available at this time.